Event description:
It was reported that a patient with a relia sr pacemaker had ventricular tachycardia (vt) which accelerated into ventricular fibrillation (vf) because the pacemaker stimulated in the vulnerable zone. The ventricular refractory period (vrp) was at the nominal value of 330ms at that time. It was also reported that the physician is very angry about this nominal parameter setting of 330ms in vrp. The device remains in use. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
This event occurred outside the us. All information provided is included in this report. If additional relevant information is received, a supplemental report will be submitted. Patient information is not generally available due to confidentiality concerns.